Event description:
It was reported that during a ptca/stent procedure, to treat a heavily stenosed lesion in the proximal left anterior descending, the stent delivery system would not cross the lesion. Upon removal of the delivery system and the guiding catheter as a unit, the proximal portion of the stent was damaged. No pt injury was reported with this event. This event is being reported based on the investigative analysis.